Event description:
It was reported that on (B)(6) 2012, the patient presented emergently with complaints of chest pain. Coronary angiography and percutaneous intervention were performed and 99% stenosis of the circumflex was noted. Predilatation with a 2.0 x 15 trek balloon catheter at 4 atmosphere (atm) and intravascular ultrasound (ivus) were performed. Kissing balloon technique was performed to the mid and distal obtuse marginal of the circumflex with a 2.0 x 15 mm trek balloon catheter and a 3.0 x 13 non-abbott balloon catheter. The 2.5 x 28 mm xience v stent was deployed at 6 atmosphere for 20 seconds in the circumflex. The stent delivery system (sds) was slightly pulled and the implanted stent was post-deployed with the sds balloon at 13 atm. Ivus was performed and the stent implant was further dilatated with a 3.0 x 13 mm non-abbott balloon catheter. Ivus was performed and no stent malaposition was noted. The stent was verified to be fully dilated. The procedure was completed at 10:00 am. At 3:00 pm, the patient experienced chest pain. Echocardiogram (ECG) indicated st elevation and coronary angiography was performed; the implanted stent was found to be occluded and thrombosed. The thrombosis was aspirated with a non-abbott catheter and ivus was performed. Some residual thrombosis remained. Dilatation was performed with a 3.0 x 15 mm balloon catheter at 20 atm.

Manufacturer narrative:
(B)(4). Evaluation summary: kissing balloon technique was performed to the mid and distal obtuse marginal of the circumflex with a 2.0 x 15 mm and 3.0 x 15 mm non-abbott balloon catheter. The procedure was completed after ivus. The physician commented that there was no anomaly observed during or after the deployment and no stent malaposition was observed. The procedure was completed with timi 3 flow; there was no reported correlation between the thrombus formation and the stent. Though requested, no additional information was provided. Concomitant medical products: dil catheter: trek 2.0x15; raider 3.0x13, maverick 2.0x15, hiryu 3.0x15; guide wire: sion blue, sion; guide catheter: 6f runway; other: intravascular ultrasound (ivus). There were no reported product deficiency. The reported patient effects of angina, thrombosis, are listed in the xience v instructions for use as known adverse patient events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.